Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had the scope communication error (b30 error) occur when two scopes were connected to the device. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm. The customer was informed to clean the lightsource socket with 70% ethyl or isopropyl alcohol with a lint-free cloth as well as reseating the communication cables between the video system center and the lightsource.